Event description:
It was reported that a patient who underwent a primary breast reconstruction procedure with a mentor memorygel xtra breast implant 370cc gel breast prosthesis developed baker grade ii-iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-apr-2025, mentor received additional information about the event. It was previously reported that the patient developed baker grade iii capsular contracture in both breasts post implantation. New information received states that only the right breast had baker grade iii capsular contracture. The left breast had baker grade I capsular contracture. Additionally, rippling on the breasts was observed. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-mar-2025, mentor received additional information about the event: - the patient was diagnosed with bilateral baker grade iii capsular contracture. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2025-03599 for the report for the patient¿s left breast prosthesis. - the explanted breast prostheses were discarded following surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).